Event description:
It was learned via clinical affairs that a patient experienced right shoulder and arm jerking post-operation classified as a neurological-hemorrhagic stroke, on the same day of implant of edwards valve valve. At the time of this report, the event was noted to have resolved. Hospital course indicates patient underwent open avr with redo sternotomy and CABG x1. Intraoperatively, prior vein graft to pda had to be resected during procedure therefore required new vein graft. At end of case, patient had coagulopathy, which was treated with plt, ffp, and cryo. Then he was transferred to ICU stable on multiple drips (dopa, epi, ntg, nipride). Overnight in the ICU, patient had seizure-like activity with subsequent decreased tone and movement on right with left gaze preference. Eeg was abnormal but negative for seizure activity. CT found small intraventricular hemorrhage as well as small infarct. Keppra IV started and neuro symptoms improved over next couple of days. Edwards device remains implanted, and reported to be functioning properly.

Manufacturer narrative:
The edwards valve remains implanted, as the operative report indicates it was seated well, and tested via intraoperative echo. Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic, and have many etiologies. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.